Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was not turning on after battery change. Customer was getting battery out limit alarm. Customer clear that alarm, then he got an insulin pump alarm. Customer cleared that alarm too. Then the insulin pump did a self test, and now had to reset the time and date. Insulin pump was now back to normal mode. Customer said they woke up and found insulin pump had turned off, off no power. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.